Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 18. On (B)(6) 2026, the implant was removed upon patient¿s request. The device was forwarded to the manufacturer. At the event the patient experienced: numbness. No further patient complications were reported.